Event description:
The complainant alleged that while monitoring a pt (age and gender unknown) with the device in manual mode they were unable to attain an ECG trade. The complainant indicated there was no adverse effect to the pt as a result of this reported malfunction.